Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Based on the information available, death was a result of procedural conditions. It should be noted that the mitraclip system instructions for use states: the mitraclip nt system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The off label use of the device did not contribute to the reported event. The reported adverse event/patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the patient death. It was reported that a patient with a mitraclip implanted in the tricuspid valve died due to low and worse heart ejection fraction. The clip was stable on the valve.